Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e6" was confirmed. During the pre-repair evaluation it was confirmed that the emax 2 plus motor had an "error message of e6". The unit exhibited damage to the flex circuit that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device there was an e6 error message on the console. The device was being used during surgery. No injury or medical intervention occurred. No additional information provided.